Manufacturer narrative:
This is a retrospective report dur to warning letter related to observation of FDA inspection conducted on (B)(4), 2012.

Event description:
When a spinal needle (pencil point: 27g x 90mm) was removed, it is alleged that 3cm tip was missing, x-ray performed, no foreign body noted. Follow-up x-ray in 4 weeks, pt discharged. MFR lot #: 07l013-1/08b019-0.